Manufacturer narrative:
(B)(4). Cycler was not replaced under this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported that a patient was cultured on (B)(6) 2016 and tested positive for (B)(6). It was reported that the most likely reason for infection was the patient not following aseptic technique. The patient was treated with ancef 1gm for 21 days.